Manufacturer narrative:
A picture showing a red circle outlining a cut tube was returned. The complaint of the connection of IV line broke can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The customer reported that the IV line connection broke. There was no human harm associated with this complaint/event.